Event description:
Dealer states that there is grease pouring out of the axle of the motor. Chair was with user when failed. Usage for 2 months. Used in a private home, indoors and outdoor use. No other information available.